Manufacturer narrative:
Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to "performed" displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit received with cracked retainer, cracked battery tube threads and cracked case at battery tube side. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damaged. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.